Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported that the patient's programmer displayed a 'call your doctor' message two days prior to this report. It was noted that the patient was not currently feeling stimulation because she did not have the stimulation on. The reporter stated that the patient had not been in any sort of environment where there was a lot of electromagnetic interference (emi). Additional information received reported that one day prior to this report the programmer displayed an elective replacement indictor (eri) message. It was noted that the implantable neurostimulator (ins) was 'not working at all.' Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).